Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada.

Event description:
It was reported that during surgery the unit was not ratcheting. There was no harm to the patient. There was no surgical delay reported. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the gear was not working good with the handle of the ratchet. The ratchet gear and roller were replaced and the ratchet was lubricated which resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.